Manufacturer narrative:
The reported complaint of a leaking quattro catheter (lot #185455) was confirmed during functional testing. A leak from the catheter's shaft was observed at 8 cm away from the distal end of the manifold during the functional pressure leak test. The cut on the catheter shaft likely occurred while the catheter was being sutured to the patient with the manifold tabs or with the suture tab and clip. The suture needle or other sharp tools such as a scalpel may have accidentally cut the catheter shaft, attributed to user error. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a leak from the catheter's shaft was observed at 8 cm away from the distal end of the manifold, thus confirming the reported complaint. In addition, the returned quattro catheter was inspected under a microscope and noticed a very small sharp cut on the catheter's shaft. No leak was observed from the balloons. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 185455.

Event description:
A quattro catheter (lot# 185455) was inserted through the left femoral vein to start the ivtm therapy. Per the reporter, the catheter could not be inserted through the right femoral vein because of a combination of different treatments. Two days later, since the patient was being moved to the angiography room, the catheter was detached from the console, and the catheter luers were caped together. Per the reporter: "something bumped into them in the angiography room when they were doing the necessary work"; however, no further details were provided. Three hours later, when the patient returned to the ICU from the angiography room, and the luers were released to reconnect the catheter to the console, there was a backflow of blood in the tubing. The physician determined that the cause was a balloon damage. The catheter was removed and the temperature management continued with a blanket roll. No consequences or impact to the patient.